Event description:
(B) (6) 2006. The patient has a history of urge incontinence and hematuria following a mva in 1989. She had an evaluation by physician with treatment including ditropan, then kegals, then detrol; all with no success. She had the implant placed (B) (6) 2003, with good results. She was experiencing problems with back pain and lle toes curling. Urine control was still good with only rare leakage. The patient also lost remote control in home fire. Interstim check; found to be off. Turned on by tech, but found to have sensation in left leg and toes. The unit was left off since patient had no programmer remote at home. (B) (6) 2008- interstim not working. The medtronic rep was present to check the unit. The unit was on but at very low settings. She was having problems with urinary frequency and incontinence. He had problems with toes curling. Interstim turned off (B) (6) 2006, and patient sent for spinal x-ray to evaluate lead. L-s spinal films lead appears at s2 contact may have migrated. Doctor explained this may explain the toe curling. Patient reports that her urgency and urge incontinence have not been problematic and are tolerable at present. Had 2 episodes. Plan lead/battery replacement (B) (6) 2008. Interstim to remain off until patient replaces home unit (lost in fire). (B) (6) 2008 - follow-up visit. S/p interstim (B) (6) 2003, presents to discuss lead change with doctor after completion of pregnancy. Unit is off and patient has urge incontinence. Discussed timed voiding with patient. Plan stop electrical stim during pregnancy, timed voiding and the patient will return to the clinic after pregnancy.

Manufacturer narrative:
(B) (4).